Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that after replacing all of the cleo® 90 infusion set supplies, the patient connected the new infusion set and attempted to deliver a bolus of insulin; however, the infusion pump alarmed for an occlusion. According to the report, the patient had changed their infusion set due to receiving multiple occlusion alarms earlier in the day. The patient blood glucose was 198 mg/dl at the time of the reported event. During troubleshooting with the newly placed infusion set, it was determined that the occlusion was located within the tubing. The patient reported that they replaced the infusion set tubing, reconnected, and successfully resumed insulin delivery. No patient injury was reported. Related MFR #: 3012307300-2017-00677.